Event description:
On (B)(6) 2009, an "intepro y-sling" and a non-ams product were implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged by the plaintiff's attorney that the plaintiff "began experiencing pain, infections, vaginal scarring/shrinkage, pain with sexual intercourse known as dyspareunia, bowel problems, and urinary problems" after implant, which the plaintiff has "returned to her physicians several times." It was also alleged the plaintiff "suffered and continues to suffer, serious bodily injury" in addition to "significant mental and physical pain and suffering" of which the plaintiff "continues to receive medical treatment" and other damages.

Manufacturer narrative:
It is unk which ams pelvic mesh product with intepro was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.